Manufacturer narrative:
Additional information: cec confirmed that those branches were present during initial imaging and not present in post stent implant images, thus were blocked by the stent if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des was implanted in the lad and one resolute onyx des was implanted in the circumflex. Approximately 4 days post index procedure, patient suffered mi of the lad (target vessel). Cec adjudicated that patient suffered non-q-wave mi (target vessel) sponsor assessed that the event was not related to index device or antiplatelets medication.